Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer treated it with manual injections and then blood glucose went down to 596 mg/dl then 411 mg/dl then 283 mg/dl. Customer¿s current blood glucose level was 151 mg/dl. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over/under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Pump passed the delivery accuracy test at 0.0872 inches.(B)(4).